Event description:
Related manufacturer number: 3006705815-2022-16707. It was reported the patient experienced ineffective stimulation. X-rays confirmed the leads had migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The complaint of ¿lead migration¿ was not confirmed. This event cannot be confirmed through product analysis testing alone. As received, the lead a had a kink in the lead body where all the internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.